Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to deviation from the instructions for use and mishandling of the device. The foreign material is likely residue from previous procedures. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the air-feeding function -inspection of the objective lens cleaning function -inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the water supply volume did not meet standard value due to damage to the air/water cylinder. Evaluation also found air/water cylinder and suction cylinder were discolored, the amount of water contact did not meet standard value due to clogging of the nozzle, the air supply volume did not meet the standard value due to clogging of the air/water tube, the bending angle in the up direction and the play of the up/down knobs were out of standard value due to wear of the angle wire, the scope cover was discolored, the adhesive around the objective lens was chipped, and the adhesive around the light guide lens was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was too little air emerging from the air/water channel of the colonovideoscope, which made examinations difficult. The issue was found during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material and the grip was dirty. The report is being submitted due to the foreign material in the nozzle and the dirty grip found during evaluation.